Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date field is blank and not applicable because the lens remains implanted at the time of the report. Because the lens remains implanted, the device is not available to be returned for evaluation. The manufacturing record review indicates that all process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the sterilization records indicate that no deviations were found that could affect the sterility of the device. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient had a intraoccular lens placed in her right eye on (B)(6) 2012. Patient experienced blurry vision immediately post-op and was very dissatisfied with her vision. Additionally, patient experienced flashes. On (B)(6) 2013, patient was diagnosed with cystoid macular edema and felt she was able to see better before having the lens implanted in her eye. No further details were provided. Patient declined permission to contact her physician for additional information.